Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during procedure preparation. According to the initial reporter, only a black screen with no error codes was present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. No image was present during testing with 180 series scopes due to a faulty patient board set. Additionally, the unit¿s front panel was worn. The video socket connector had a defector latch and wasn¿t properly securing the video scopes. It was also noted that the unit will require an updated software version. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.